Event description:
It was reported that the left ventricular (lv) lead was dislodged. The dislodgement was confirmed via diagnostic imaging. The lv lead was explanted and replaced. The patient experienced no consequences.